Event description:
When attempting to perform an intermittent self-catheterization (isc), rn discovered straight cath tubing had become disconnected from bag, breaking the closed system. Fortunately, the catheter did not reach the patient. Manufacturer response for straight catheter tubing, bard pk7648761 (per site reporter) it was reported to the bard rep and awaiting further instructions from them.